Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received a blood glucose reading of 8.6mmol/l on the contour next usb, had hypo symptoms of sweating and shaking, and retested on a contour with a reading of 3.4mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant there was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement products were sent.